Event description:
Related manufacturer reference number: 2017865-2022-04368. It was reported that a patient presented in-clinic for a lead replacement procedure. Prior examination of the patient's right ventricular (rv)lead had revealed dislodgement, and that the right atrial (ra) lead had been implanted in the incorrect chamber of the heart. No electrical malfunctions were reported on either lead. An echocardiogram performed confirmed the rv lead dislodgement. The rv lead and ra lead was explanted and replaced on (B)(6) 2022. The procedure was performed to address the ra and rv lead issues. The patient was discharged and no additional patient consequences were reported.